Manufacturer narrative:
Correction information: b4: date of this report - updated. D9: is this device available for evaluation?- "no" to "yes". G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information: d4: primary unique device identifier (UDI). D9: is this device available for evaluation? Evaluation summary: the reported event was fog on the lens and a focus issue. No patient harm or adverse clinical outcome was reported. Based on the complaint, the endoscope was received through the repair process. Evaluation found that the objective lens was cloudy and not clear. The distal end assembly including the cmos module was replaced in accordance with the manufacturer's instructions and specifications. The repair was confirmed to have resolved the issue at the user facility. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 24-apr-2023 under normal conditions. During the in-process inspection, image inferiority was detected and the cmos module was replaced. It was confirmed that the endoscope passed all required inspections and was released accordingly. The actual date shipped was confirmed as 17-aug-2023. Based on the investigation, a potential root cause of the reported condition was moisture condensation in the cmos module. When the temperature of the objective lens unit rises during use, dew condensation may occur during functions such as air or water supply, causing the observed image to become cloudy. The cloudiness disappears when air or water supply is stopped. If the watertightness of the endoscope is not maintained, the observation image may become blurred. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard.

Manufacturer narrative:
Pentax medical america performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 16-dec-2025. According to the information obtained, the procedure was diagnostic in nature, and the affected product was being used at the time of the event. Due to the issue, all procedures scheduled on that day were aborted and have not yet been completed. The patient is planned to undergo a repeat examination; however, the procedure has not been completed at this time. The affected device was not removed from circulation immediately after the event and remains on site. It was reported that the distal end and an anti-fog lens had been applied in the previous week. The facility was unable to determine whether the fogging was caused by moisture inside the lens or by external factors. A review of settings, cabling, and connectors did not improve the issue. The anti-fog lens was applied to i10c scopes; however, it was not applied to the affected i10 scope. Other endoscope models at the site, including i10c and i20c series, have not exhibited similar fogging issues. Cloudy images or videos related to this event have been requested from the facility and are currently pending. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 09-dec-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10cl serial number (B)(6) in canada within the pai region. During an endoscopic procedure, the endoscopic image quality was poor and the colonoscopy could not be completed. The endoscopic image was out of focus and polyps on the mucosal surface of the colon could not be identified. As a result, the endoscopic procedure for the patient concerned and all other patients scheduled for that day were discontinued. There was no report of patient harm. . This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.